Event description:
User facility reported a uterine perforation seen on hysteroscopy following an attempted novasure (ns) ablation. F/u was received on (B)(6) 2008. It was reported the physician performed a dilatation and curettage (d and c), a pre-hysteroscopy, a "versapoint" to cauterize a large uterine polyp, and a sounding with a metal sound prior to attempting the ns ablation. It is not known which instrument may have caused this perforation but the physician stated "the perforation was in the vicinity of the cauterized polyp." The pt was admitted overnight for observation and was given prophylactic antibiotics. She was discharged home the next day.

Manufacturer narrative:
Exp date of (B)(4) is 4/13/2009. Device manufacture date of (B)(4) is 3/13/2008. Device history record (DHR) review was conducted for all devices involved in this event. No abnormalities were found related to the reported info. These devices passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure sys. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure sys performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used. (B)(4).